Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# va1ggny, implanted: (B)(6) 2017, product type lead. Based on additional information received, the patient was not implanted with an implanted neurostimulator and was only implanted with leads. The device info has been updated to reflect the reportable device. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the pacemaker was able to be interrogated after troubleshooting/reset was completed. Details of the troubleshooting were not available. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported the patient¿s newly implanted deep brain stimulation (dbs) device was interfering with the patient¿s pacemaker. The pacemaker could not be interrogated. It was unknown how far the implants were apart. No medical symptoms were reported.